Manufacturer narrative:
A definitive assignable cause could not be determined. A review of historical quality control results indicates acceptable vitros vanc reagent performance when omitting the lower than expected quality control results. The issue was isolated to a single vanc reagent pack. The only action taken by the customer to mitigate the issue was to replace the reagent pack with a new reagent pack from the same vanc reagent lot. Following this action acceptable results were obtained from the qc fluid. There was no action taken to the instrument, therefore an instrument issue is not a likely contributing factor. The assignable cause of this event is unknown.

Event description:
The customer obtained lower than expected vitros vanc quality control results from a non-vitros biorad control lot 40910 on a vitros 5600 integrated system. Biorad l2 vanc result of <5, <5, and <5 ug/ml versus the expected result of 16 ug/ml. Biorad l3 vanc result of <5 and <5 ug/ml versus the expected result of 28 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).